Event description:
Reportable based on device analysis completed on 24-jun-2015. It was reported that the spring tip unraveled. The target lesion was located in the superficial femoral artery (sfa) extending to the popliteal artery. A 014/300/sst platinum plus¿ guidewire was advanced to cross the target lesion using a 100cm offroad re-entry catheter. During the procedure, resistance was felt when the physician was retracting the platinum plus¿ guidewire into the lancet, the physician noted that the guidewire tip seems to be elongated and was unraveled. The physician then flushed the lancet to ensure that no segment of the tip was left inside the patient. There were no visible device fragments noted inside the vessel. The procedure was completed with another 014/300/sst platinum plus¿ guidewire. No patient complications were reported. However, returned device analysis revealed a broken core wire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Unit returned with its original pouch batch and matches with upn provided by the customer. The unit returned has distal tip damage, as part of overall visual revision. Visual inspection was performed and the device presents: distal end damaged (coilwire unravelled and corewire broken). Guidewire overall length could not be measured due to the condition of the returned device. All the outer diameter were measured and all are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).